Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was abandoned surgically due to high pacing threshold and a conductor fracture. The conductor fracture was verified through fluoroscopy. A new ra lead was implanted. This ra lead is out of service. No additional adverse patient effects were reported.